Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-16854.

Event description:
The customer called and reported going to the emergency room with high blood glucose. Customer stated the insulin pump showed that his blood glucose was at 245 mg/dl, while his blood glucose was actually 500 mg/dl. When he arrived at emergency room, it was reportedly 1900 mg/dl. The customer had called to received assistance resetting the insulin pump and to check settings. Assistance was provided.